Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the connection of the esophagus and stomach during an endoscopic polyp ligation procedure on (B)(6) 2025, for the treatment of a pedicled polyp. During the procedure, the device got stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the procedure. The patient condition following procedure was stable. Note: the complainant reported the anatomy location was in the cardia; however, according to the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Block e1: initial reporter facility name (full): (B)(6) hospital. Correction: block e1: initial reporter phone. Device investigation summary: the speedband superview super 7 was partially returned. The ligator housing was not returned and the handle returned without evidence that the trip wire was secured into the handle slot or that the trip wire slack was not taken up. The reported event of bands failure to deploy can be confirmed. Evidence was found in the instruction for use (IFU) to suggest that the device was used in a manner inconsistent with the labelled indications. In particular, the following instructions; secure trip wire in slot on handle unit and take up slack by pulling proximal end of trip wire on handle unit. However, it was found that the trip wire was not secured into the handle slot and the slack wasn't taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. With all the available information, boston scientific concludes that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the colon during an endoscopic polyp ligation procedure on (B)(6) 2025, for the treatment of a pedicled polyp. During the procedure, the device got stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the procedure. The patient condition following procedure was stable. Note: it was reported that the speedband superview super 7 device was used in the colon; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Block e1: initial reporter facility name (full): (B)(6).

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the connection of the esophagus and stomach during an endoscopic polyp ligation procedure on (B)(6) 2025, for the treatment of a pedicled polyp. During the procedure, the device got stuck and could not be used. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the procedure. The patient condition following procedure was stable. Note: the complainant reported the anatomy location was in the cardia; however, according to the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Block e1: initial reporter facility name (full): (B)(6). Additional information: b5: describe event or problem.